Event description:
Customer reported that in 2009, his wife told him that he looked hypoglycemic. The customer stated he did not realize his blood glucose was low. It is then reported by the customer that while talking, he fell out of his chair and lost consciousness. A physician was called and the customer's glucose was tested using a competitor meter and he received a reading of 59 mg/dl. He then reported a freestyle navigator continuous blood glucose meter reading result of 189 mg/dl. The physician treated the customer with a glucose infusion intravenously. It is also reported that a few minutes after the event, a second set of readings were obtained. A competitor meter's glucose reading of 60 mg/dl was reported as compared to the fs navigator's continuous reading of 190 mg/dl. This type of reading comparison is not a valid method. There were no finger-stick built-in blood glucose meter readings reported, no strip lot given and no report of diagnosis made. Numerous attempts have been made to clarify the medical event along with the readings obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
For the emea, the freestyle navigator user instructions direct customers to use the built-in fs blood glucose meter to conduct finger-stick testing when glucose levels are falling rapidly, as continuous glucose results from the fs navigator may be higher than blood glucose levels during theses circumstances. Customers are also directed to use the built-in fs blood glucose meter to conduct finger-stick testing to check the fs navigator readings to confirm hypoglycemia or impending hypoglycemia or if symptoms do not match the fs navigator reading. This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.